Event description:
On november 23, 2007, the lay user/patient contacted lifescan alleging, the backlight wouldn't work on her one touch ultrasmart meter. The medical affairs specialist sent follow-up questions to the technical service representative (tsr) to ask the patient. Four days earlier, the patient tested her blood sugar on a one touch ultra 2 meter at 9:02 pm and obtained a result of 8.9 mmol/l, which she states is normal for her. Then at 11:45 pm, she woke feeling shaky and shivery. She thought this may have been due to an infection that was contracted from a temporal artery biopsy that she had undergone eight days earlier. The patient states, the symptoms were quite severe and she usually does not have any warning signs prior to feeling hypoglycemic symptoms. She tried to test on the ultrasmart meter but, the backlight wouldn't work, so she could not lead the screen. The patient states, that the same backlight issue also happened about 3 weeks ago and at that time, she was able to test on another meter. She states, she was not able to test on a backup meter this time because it was downstairs in her handbag. She also states that if she was able to use the ultrasmart meter when she had symptoms and the reading had been low, her husband would have given her either fruit juice, lucozade, or glucose. Her husband took her to the hospital 15 minutes after she awoke with symptoms. Her blood sugar was tested on her backup meter at that time and the result ws 2.1 mmol/l. The patient was given lucozade tablets at the hospital and her blood sugar level had gone up to 3.6 mmol/l 30 minutes later. She felt better 2 hours after she was given lucozade. She was kept in the hospital a total of 24 hours for observation. The patient uses an insulin pump and injects a bolus dose when she eats depending on her reading at that time. Her basal dose is 0.55 units of humalog over an unspecified time frame. She could not remember what she ate on the night of november 19 but she does remember she took her medications on schedule. The tsr determined during the troubleshooting telephone call that the product was not new, there was no meter trauma, and the patient did not receive a low battery message. This complaint is being reported because the patient alleged she obtained a normal result and ~2 hours later awoke with symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.